Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated and the battery cap height was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2013, with the following findings: the black box recorded several power on resets. The battery compartment was cracked from the threads to the case seal. The battery cap threads were stripped and the battery cap height was out of specifications. The force sensor calibration was out of specifications. The force sensor plate was contaminated with a green substance and force sensor plate resistance reading was out of specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6). Device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.